Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Motion concepts contacted us to let us know that the right side motor is missing the brake handle.